Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued multiple alerts for low out of range pacing impedance measurements of less than 200 ohms on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Upon review oversensing of noise leading to inappropriate anti-tachycardia pacing (atp) and inappropriately stored ventricular fibrillation (vf) episodes was also observed. Boston scientific technical services (ts) suggested bringing the patient in for evaluation and consider a revision procedure. The patient was brought into the clinic and an x-ray was taken, which did not yield any significant findings, thus the physician opted to perform a replacement procedure. A procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new ICD system was successfully implanted and no additional adverse patient effects were reported.